Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information provided the reported single leaflet device attachment (slda) and device damaged by another appear to be due to patient morphology/pathology and user technique/procedural circumstances. The mr was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The other clip delivery system is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr) underwent a mitraclip procedure, with implantation of two clips. The mr was reduced from grade 4+ to 2+. The patient was seen for the 30-day follow up visit on (B)(6) 2017 and transthoracic echocardiogram noted that the first clip implanted had detached, from the posterior medial leaflet segment, remaining attached to the anterior leaflet. It was thought that there was possibly some contact between the clips. The mr had increased to grade 3-4. The patient underwent a second mitraclip procedure on (B)(6) 2017. One clip was placed medial to the detached clip; however, there was only a slight improvement in the mr. The clip was moved to the lateral side and implanted without issue. The mr was reduced to grade 2. Post procedure, the patient was doing well and in stable condition. No additional information was provided.